Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a lead warning alert. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced high pacing rates and palpitations due to noise on the atrial lead. The right atrial (ra) lead exhibited oversensing, noise with pocket manipulation, and several jumps to high impedance readings. The lead was noted to have fractured. In addition, it was noted that the implantable pulse generator (ipg) mode switched inappropriately due to the lead noise. Reprogramming was performed, and subsequently, the ra lead was capped and replaced. No further patient complications have been reported as a result of this event.